Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned orsiro mission revealed that the stent is severely deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the struts were initially crimped on the balloon. The review of the angiographic material revealed that the physician failed to pass the complaint instrument through the proximal implanted old stent, which could have been a contributing factor for the complaint event. The actual complaint event is not recorded on the provided images. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Taking into account the physicians description of the lesion and the intervention, the root cause is most likely related to the patients anatomy. It appears that the stent was deformed during the attempt to cross the proximal stent or during its removal.

Event description:
The orsiro drug-eluting stent system was selected for use. The distal part of the lesion proximal to a previous implanted stent could not be crossed with the device. During withdrawal unusual friction was felt. Outside the patient it was detected that the stent was deformed.